Event description:
It was reported that the physician was implanting a helex septal occluder to close an asd (atrial septal defect). While pulling the left disc to the septum the lock prematurely released. The device was pulled into the delivery catheter except for a portion of the left disc. The catheter was pulled down and thru the 11fr cordis avanti introducer sheath. It was noted on fluoroscopy that a piece of the lock loop had broken off and was located by the tip of the introducer sheath. A snare was used to remove the piece of lock loop. An additional piece of the lock loop was located in a branch of the iliac vein. The physician chose not to attempt to recover this lock loop piece. A new helex device was implanted with no complications. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.